Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported the vad coordinator that the pt stated that the previous week he was experiencing alarms. He presented to the emergency department with a driveline disconnect alarm and multiple pump stoppages. The sheath of the distal portion of the driveline had pulled away from the metal connector. The alarms occurred in the emergency department when the pt was standing. The pt was placed on batteries. Pump stop/low flow events were noted in the event history. It was also noted that the pump stoppage occurred while the pt was connected to the pt cable. The distal end of the percutaneous lead was replaced by the manufacturer's technical service.

Manufacturer narrative:
The pump is still in the supporting the pt; however, the replaced portion of the percutaneous lead was returned to the manufacturer for eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.